Manufacturer narrative:
This report is submitted on november 03, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on november 30, 2022.